Event description:
Event description guidant received information that this right ventricular lead displayed rising threshold measurements. In addition, daily measurements from device memory indicate several low impedance measurements.